Event description:
A review of service data detected a reportable event. During servicing of battery charger/modem sn (B)(4) which was returned for routine maintenance, it was discovered that the power brick connector was defective. The last patient to use this battery charger/modem did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. As received, the battery charger/modem power brick connector was defective. The root cause of the defective connector could not be positively identified. No adverse event resulted from the defective power brick connector. The last patient to use this battery charger.modem did not report any problems.